Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grave IV and rupture.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade IV" against left device. The device has been explanted.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening.